Manufacturer narrative:
Results of investigation: the ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed 87 hours of extended tests at the customer¿s settings. The ventilator also passed the alarm tests portion of the troubleshooting final test, but failed troubleshooting¿s final test for non-conformances with the tidal volume and flow test 4. This slight non-conformance would not result in a failure to ventilate properly. Event trace log: an event trace review was done dating from december 22, 2017 to february 23, 2018 with a total number of 455 event trace records. The event trace log contains no unusual alarm types or incident counts. The event trace log time was off by 10 minutes, however, all event trace entries were consistent with normal ventilator operation.

Event description:
It was reported to vyaire medical that a patient passed away while connected to an ltv ventilator. The nurse claims that she thinks the ventilator was off and did not alarm.